Manufacturer narrative:
(B)(4). Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm and low battery alarm due to completely broken reservoir tube lip. Pump received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had cracked near reservoir, no delivery alarms in past and battery life lasting only two weeks. The insulin pump will not be returned for analysis.